Manufacturer narrative:
(B)(4). This complaint is related to emdr # 1828100-2016-00101.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, an "overspeed 1" error message was observed on the cardioplegia roller pump. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical review on 04-feb-2016: according to the chief of perfusion (ccp), near the end of a cardiopulmonary bypass procedure, he received an ¿overspeed 1¿ error message on the 8000 system roller pump. This pump was in the cardioplegia position using a 4:1 tubing set. The pump stopped when the error message appeared, but he was unsure if there was an audible alarm. The ccp stated that the message cleared and that he could restart the pump. He power cycled the pump, turning it off and back on, which cleared the message and returned function. Since the error occurred near the end of the procedure, the user elected to continue using this pump, after power cycling, for the remainder of case. Immediately after the case, the ccp received the error message again after the case was completed, but it would not clear so he removed the pump from the base and replaced it with a back-up. There was no impact to the patient as a result of this issue. The ccp mentioned that this cardioplegia pump will occasionally jam due to the tubing shifting in the pump during operation and due to the stiffening of the tubing when it becomes very cold. The small tubing sometimes works itself around the larger tubing, which causes the pump jam. The ccp could not give a date of occurence for the pump jam. There was no pump jam noted in this case. In this case, they were able to set the occlusion per standard protocol, using the pressure drop method. There were no troubles with the occlusion contributing to this issue. The case was completed successfully, without delay and without associated blood loss. There was no harm observed.

Manufacturer narrative:
Loose or intermittent connection. The reported complaint was confirmed. During the laboratory evaluation, the roller pump went into "overspeed 1" mode when the forward buttons were pushed and the speed knob was turned to start rotations. Overheating was found on the motor and inductor connectors and on the driver/power board connections to the motor and inductor. A poor connection was created because of the overheating, between the motor and driver/power board resulting in an "overspeed 1" error. The product surveillance technician (pst) observed no abnormal pump jams during lab testing. The product will be sent to service to be brought to manufacturers specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.